Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked battery tube threads and reservoir tube lip. Unit received with minor scratched lcd window. Note: this is a remediation MDR. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 420 mg/dl. The customer did not mention their symptoms. The customer was treated for the high blood glucose with manual injections. The customer stated that a diabetes nurse informed them that their insulin pump is not functioning correctly. The customer sent the product back for analysis.